Event description:
The md attempted to implant a collamer lens with model cc4204bf. The facility states that while advancing the lens into the cartridge, the lens tore and the cartridge split. The lens was not implanted and there was no pt injury. The facility believes the lens was damaged by the cartridge. An msi-pf injector was used and the lot number was not provided by the facility. The model and lot number of the cartridge was not specified by the facility.

Manufacturer narrative:
Evaluation codes: results - (other): visual inspection of the lens showed evidence of surgical residue and the optic was torn. The cartridge was not returned. Conclusions: the root cause for this event could not be determined because the injector and cartridge used were not returned.